Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the device ventricular paces, the patient received pocket stimulation. Boston scientific technical services (ts) was consulted and discussed the posibility of a lead, setscrew or device related issue. Ts recommended a revision. However, since no measurements issues were seen the physician has opted to not perform intervention at this time. Instead the device was reprogrammed in bipolar configuration with a long av delay and av search in order to minimize right ventricular (rv) pacing. The device and lead remain in service and no adverse patient effects were reported.